Event description:
Sales rep reported, "I lent my tray to another rep in her distributorship, I got it back and just delivered to a facility and when I opened it the 3.2 driver was broken. I need a replacement."